Manufacturer narrative:
This report has been identified as b. Braun medical inc. (B)(4). One used spinal needle, without packaging, was received for evaluation. The needle was broken in half approximately 1.75 inches from the hub. There were several bends observed along the broken cannula fragment, including a bend at the point of fracture. Incidents of this nature can generally occur when the needle is subjected to some type of trauma during use that stresses the device beyond its design capabilities. The damage observed on the returned needle appears consistent with the device being subjected to an excessive force which bent and ultimately fractured the needle. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number or needle material number. All available information has been forwarded to the device manufacturer of the needle. If additional pertinent information becomes available, a follow-up report will be filed.

Event description:
As reported by the user facility: reports the needle broke during spinal anesthesia requiring retrieval. The patient was to undergo a knee surgery. The patient was found to have significant lumbar spinal stenosis and during administration of spinal anesthesia, the spinal needle broke with a fragment left inside the spine. A lumbar spine exploration procedure was performed for retrieval of the broken needle. The needle fragment was located inside the spine with the tip towards the spinal canal between the spinous process. The patient was re-positioned to create a more anatomical and safe condition for retrieval of the needle fragment. The needle was visualized and retrieved without complications. The patient received prophylactic antibiotics and was then extubated and transferred to the recovery room in stable condition. The total knee replacement procedure was canceled, and the patient was discharged home.